Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was removed and moved higher on (B)(6). The patient¿s battery had moved and she was not able to recharge. It was reported the patient was allergic to the tape they put on after the surgery; they put gauze with just a little tape of it and they also bruised the patient¿s breast during the implant. The day after surgery, the patient tried recharging but she did not check to see if the ins was on. On the date of this report the patient saw her device was ¿off ¿ ok,¿ but she wanted to see it on. The patient had been told to call her doctor¿s nurse. It was noted the patient was implanted because she had ¿real bad¿ seizures; she did not have trembling or shaking and she did not have every day occurrences. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional review indicates information reported previously in manufacturer's report #3004209178-2013-23683 pertains to manufacturer¿s report #3004209178-2013-23683.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicates information reported previously in manufacturer's report #3004209178-2013-23683 pertains to manufacturer's report #3004209178-2013-16427.

Manufacturer narrative:
Product ID 3387s-40 lot# v020895, implanted: 2007 (B)(6); product type lead product ID 3387s-40 lot# v020895, implanted: 2007 (B)(6); product type lead product ID 64002 lot# n351566, implanted: 2013 (B)(6); product type adapter product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37651, serial# (B)(4); product type recharger. (B)(4).